Manufacturer narrative:
Based on the claim against the product by the customer noting a broken wire on the long bipolar grasper instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. The instrument was also found to have a broken conductor wire at the grip-crimp location at the distal end within the insulation. The instrument failed the electrical continuity test. The grip tips were manually manipulated and intermittently passed continuity. The instrument was found to have damage of the conductor wire¿s insulation. The damage is located at the distal end. As a result, the internal wires are exposed. No thermal damage was observed. The instrument was found to have abrasions on the bipolar yaw pulley. No material appears to be missing. The complaint regarding a broken wire was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Review of the provided image is consistent with the alleged complaint of a broken cable. No further escalations required for the image review. The probable root cause of damaged conductor wire insulation is attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported based on the following conclusion: the instrument had conductor wire insulation damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, a wire of the long bipolar grasper broke. The procedure was completed with no reported injury.